Event description:
During a follow-up, the magnet was applied to the device during interrogation. When the magnet was removed, the device was no longer able to be interrogated or programmed. The magnet was reapplied for the duration of the interrogation and the device was able to be interrogated successfully. The patient had an indication for a pacemaker, so the device was explanted. The patient was stable following this event.

Manufacturer narrative:
The reported event of the device's inability to be programmed was not confirmed. Upon receipt, the device was interrogated with a programmer via bluetooth and the communication was found to be normal. The battery voltage was at beginning of life (bol) level..